Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's power management board needs replaced to address the issue. During evaluation, a failure related to the remote alarm connector was observed. The device's interface board needs replaced to address the issue.